Event description:
Situation: baxter spectrum iq pump malfunction ([redacted number]). Background: elderly female patient with late presenting stemi, cardiogenic shock and renal failure s/p (status post) va (venoarterial) ECMO (now decannulated) and currently with impella 5.5. Patient with sustained vtach requiring 17 shocks overnight. Patient was started on a propofol drip IV for sedation. Rn this morning identified that the propofol was not being delivered to the patient (medication not being pulled into tubing chamber). Assessment: uncertain if patient was sedated through event. Recommendation: rn switched out pump and called clinical engineering. Pump being held for clinical engineering inspection. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter) as a result of these issues, of which we have reported many, baxter initiated a device notification, upgrade in their software, which they are now removing due to more events occurring.